Event description:
It was reported that the patient has thigh pain. The surgeon revised to restoration ha 205 #10x14 stem, 36 f elevated liner and 36+2.5 ctaper lift head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding pain associated with stem loosening involving an accolade stem was reported. The event was confirmed. The medical information received was provided to a clinician who concluded that "with procedure-related factors more or less excluded on x-ray there would be a strong suspicion for patient-related factors being involved in the failure although there is hardly any substantial information regarding this aspect on file for this case. Root cause of failure thus remains obscure as based on the current set of information." Review of the device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID. The exact cause of the event could not be determined because insufficient information was received for review.

Event description:
It was reported that the patient has thigh pain. The surgeon revised to restoration ha 205 #10x14 stem, 36 f elevated liner and 36+2.5 ctaper lift head.